Manufacturer narrative:
The complainant reported a break in a midline catheter several hours after insertion. The line was not flushing. During the second attempt to flush the line with a syringe, the user felt that the line had ruptured. The user removed the catheter and saw the break in the line at the 4.5cm mark. The line was returned to avi for evaluation. The material around the break at the 4.5cm mark appeared stretched and was perforated axially. In addition to the break, there was evidence of a kink at the 5.6cm mark. The line was flushed indicating that there were no occlusions in the line. There is no evidence suggesting a structural or manufacturing defect. The catheter is designed for use with power injection systems while patent. It was not possible to determine the root cause of the kink or the break.

Event description:
Report of a rupture in a midline catheter.